Manufacturer narrative:
Section b3: date of event is estimated.

Event description:
It was reported that patient experienced an infection at the ipg site. It was noted that ipg site had redness and inflammation. Surgical intervention was undertaken wherein the system was explanted.

Manufacturer narrative:
A patient experienced an infection at the ipg site was reported to abbott. It was noted that ipg site had redness and inflammation. Surgical intervention was undertaken wherein the system was explanted. As a result, a device history record was performed to review and confirm the sterility of devices. Based on the documents reviewed, the source of the infection remains unknown.